Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was getting error 4100 / 3167. First 4100 then during the call 3167. The recharger connects immediately to the rechargeable implant, but then disconnects just as fast. They stated that the handset also connects very quickly to the implant. The handset and recharger also connect effortlessly. Recharger makes no strange noises and seems to work as it should. Patient was advised to contact clinician to check the implant. 3167 refers to the recharger being moved out of range of the smart programmer which pt husband confirmed it was at that moment. 4100 refersto the telemetry having been stopped or timed out.